Event description:
A consumer's spouse reported her husband was experiencing blurred vision at near and distance, with vision "like looking through wax paper" following intraocular lens (iol) implant surgery. The pt's iol implant surgery was performed in 2000. The pt has been referred to a retinal specialist, who told the pt he had possible cystoid macular edema (cme). The spouse further reported the surgeon had prescribed glasses to help with visual acuity. The pt is diabetic and has had previous laser treatment for diabetic retinopathy.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/13/2008, 11/14/2008, 11/26/2008 and 12/01/2008 by phone, fax and mail. A completed questionnaire was received 12/04/2008. This report was mailed to FDA on: 12/12/2008.